Event description:
It was reported that the patient underwent am initial left total hip arthroplasty. Subsequently, the patient was revised two (2) months post implantation due to polyethylene wear. During the revision subluxation of the insert was noted, the shell, liner, and head were revised without complications.

Manufacturer narrative:
(B)(4). D10: 30103604 g7 vit e neutral lnr 36mm d 56747524. G2: foreign: belgium. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d4, d9, g3, g6, h2, h3, h4, h6. Visual examination of the returned product identified i.d. Surface has scratches and gouges near the square inserter feature. Internal tapered surface has a deformation that may be from abnormal wear along with scratches and gouges. Top flat surface has scratches and gouges. No other damage was noted. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial tha was performed. The patient was revised due to polyethylene wear. During the revision, the insert was noted to be subluxed. The shell, liner, and head were explanted and replaced. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: left total hip arthroplasty with possible polyethylene wear of the acetabular cup on initial postop images. A definitive root cause cannot be determined. This complaint was confirmed based on the provided medical records. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.